Manufacturer narrative:
The device history record for the lot number, m5159t509, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The thumb valve cap was detached from the valve body. The stem was not broken. The separation occurred at the point of stem to the cap attachment. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was initially reported that the clinician was unable to remove the closed suction catheter from an endotracheal tube, and the suction catheter detached from the manifold connection at the top of the suction catheter device. The endotracheal tube was removed from the patient, and the detached catheter was pulled from the endotracheal tube. The patient was extubated and re-intubated without further issue. The clinician was able to hand ventilate the patient. Additional information received on 09/03/2015 stated that the closed suction catheter broke off in the endotracheal tube at the elbow. The length of time catheter was in use is unknown. The facility protocol is to change the catheter when visual debris is observed. Patient was extubated and re-intubated without further issue but required unnecessary re-intubation for the patient.